Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge volume that was being displayed was higher than the true volume in the cartridge. Subsequently, the contact reported that the customer may be overfilling the cartridge and may be using cold insulin. As the event had occurred in the past tandem technical support was unable to perform troubleshooting. The customer's blood glucose level was 300-400's (mg/dl), and was addressed with a correction bolus.